Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 547 mg/dl; cause was not known. Customer administered an insulin injection to address bg. Customer changed the infusion set tubing. Customer declined to complete a pump system check with tandem technical support. Customer declined to provide further information.